Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration and moisture damage was found on the force sensor assembly. During testing the load cartridge step did not detect the cartridge.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). Recall #: 2531779-03/24/2010-003-r.

Event description:
A family member reported that the pump dispensed insulin during the load cartridge phase.